Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 6f exoseal vascular closure device (vcd) could not be deployed as the deployment button could not be pressed. Manual compression was used for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vascular closure device (vcd) and the non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped. When the depression of the button was attempted, the button would not depress at all and the indicator window turned solid black. The indicator window showed red during retraction and was black at the time of button depression, though the specific issue encountered while depressing the button was not clarified. After removal from the patient, the plug remained attached to the exoseal vcd device. The device was not deployed outside of the patient. The exoseal vcd was used in a diagnostic procedure and was stored and prepared according to the instructions for use (IFU). The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. One non-sterile exoseal vascular closure device, 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufactured position, and the indicator wire was found deployed. A 6f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/ black position in the indicator window, after which the deployment lever was fully depressed, achieving indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed as the deployment button could not be pressed. Manual compression was used for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vascular closure device (vcd) and the non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped. When the depression of the button was attempted, the button would not depress at all and the indicator window turned solid black. The indicator window showed red during retraction and was black at the time of button depression, though the specific issue encountered while depressing the button was not clarified. After removal from the patient, the plug remained attached to the exoseal vcd device. The device was not deployed outside of the patient. The exoseal vcd was used in a diagnostic procedure and was stored and prepared according to the instructions for use (IFU). The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.